Event description:
A malfunction alert identified as malf 16 was reported, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to use a backup therapy known as mdi to ensure continuous insulin delivery, and a replacement pump was arranged. The customer knew how to put the pump into storage mode and agreed to return it using a pre-paid label within 10 days.